Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds, possibly leading to premature depletion of the patient's implantable cardioverter defibrillator (ICD). The lead was cut by the physician, so that it could be capped in the pocket. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD), (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2001. (B)(4).